Manufacturer narrative:
This device is used for treatment not diagnosis. The facility performed an elective controller exchange and returned device to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller failed visual inspection as a result of a bent pin on the power source one (1) connector; thus confirming the reported event. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is due to a force or improper connection to the port, causing the pin to bend as a result of inadequate training. User related contributing factors that may have contributed to this event include attempting to connect power sources to the controller without aligning the connectors. The manufacturer has opened an internal investigation to evaluate these types of issues. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(6) 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that a pin on power port one of the controller was broken. The facility performed a controller exchange and provided the patient with a replacement device. There was no reported patient injury as a result of this event..